Manufacturer narrative:
H.6. Investigation summary one photo of a 3ml syringe inside and opened blister pack was received and evaluated. It was observed the syringe had a distorted scale that appeared to be skewed with no legible markings, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9099559 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the skewed scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9099559 is considered in compliance with our product specification requirements.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced scale marking permanency issues which were noted prior to use. The following information was provided by the initial reporter: the scale marking on the syringe are erased. The syringe cannot be used correctly. Contact with cytotoxic product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced scale marking permanency issues which were noted prior to use. The following information was provided by the initial reporter: the scale marking on the syringe are erased. The syringe cannot be used correctly. Contact with cytotoxic product.